Event description:
Medtronic received information that pump error 54, pump error 49, pump error 23, pump error 4 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S.w version 4.11e. Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored and no unexpected pump error 49 and pump error 4 alarm noted. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. However, pump error 4 and 54 alarm (linenumber = 2305 ; filenumber = 2006) was found in the formatted history file due to software error.